Event description:
Patient reports humira pen that he was using took over 30 seconds to inject entire dose/screen to fill with yellow indicating entire dose injected. Patient reports, it usually took 5-7 seconds for this to happen, and manufacturer's info states it can take 10 seconds. Unfortunately, patient has discarded pen, so lot number not available.